Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/15/2016 that a loss of connection between the transmitter and smart device occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 08/24/2016. The reported event of loss of connection was confirmed. A root cause could not be determined.